Event description:
Ous MDR - boston scientific received information that during the implant procedure, this atrial lead was successfully positioned and acceptable measurements were obtained. During the induction, this lead dislodged. The lead was repositioned and acceptable measurements were again obtained. A post operative x-ray revealed this lead had dislodged to the right ventricle. A revision procedure was performed. A decision was made to replace this lead. This lead was removed, replaced and returned for analysis. The pt with this lead has had cardiac surgery and has only a small atrial appendage and may have contributed to the dislodgement. No adverse pt effects were reported.

Manufacturer narrative:
Ous MDR.